Event description:
Event 1 IV pump stated "battery charged" prior to being unplugged. When unplugged, pump immediately turned off. Infusion was on standby so no harm to patient. Event 2 IV pump stated "battery charged" prior to being unplugged. When unplugged, pump immediately turned off. Infusion was on standby so no harm to patient. Event 3 pump not working - not showing medication library. Event 4 baxter pump says pump failure, pump removed from service. Event 5 low battery even when plugged in. These events involved 5 separate pumps manufacturer response for infusion pump, sigma spectrum (per site reporter) baxter is on site exchanging pump backs and checking and replacing batteries